Event description:
It was reported that, during the implant of a new pump, they had cut over the incision that was previously cut. It was indicated that the patient felt like it hadn¿t healed from the previous procedure. At the time that the pump was implanted, the patient was trying to get oral medications because it was not helping with the pain in the area of the pump. In addition, the area around it was swelling up. About one month later, the patient had a return of pain. It was stated that the pain over the pump was terrible and intense. On the monday prior to report, the patient was in contact with his healthcare provider (hcp); however, the office was 25 miles away and it was stated that the patient shouldn¿t be driving because of the pain. When he went to the hcp, he did some reprogramming and made another appointment at a different location for the following day. Upon arriving at that location on the following day, the clinic nurse took him back and did some ¿work on the pump¿. It was stated that, that night, it hit him and he was glad that he wasn¿t driving. The patient had been addicted to fentanyl and this medication was feeling similar. The patient was not feeling 50% pain relief and the reporter felt that the pump was still not working. The device system was used to deliver morphine and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).